Event description:
It was reported that during an unk procedure, the handpiece gave an error 3. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.